Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter kinked during advancement. While attempting to straighten and remove the catheter the shaft of the catheter broke. No patient injuries or complications occurred.